Event description:
Customer reported that the device had no dc power and was causing the batteries to go into discard status. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery source. Physio replaced the power pcb assembly, system/memory pcb and other equipment MFR (OEM) pcb to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly, system/memory pcb and other equipment MFR (OEM) pcb at the failure analysis center and found no failures. Physio was unable to determine further component root cause.